Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right colectomy procedure, the circulating nurse reported that device's teeth would not open. The device malfunctioned after it was used on patient. Its jaw/teeth would not open very much, it was only about 1-2 mm instead of its normal of 1 cm. They were not able to use it to bite down on tissue for cauterization. After attempting to use the device for 30 minutes or so, they opted for a new one. The tissue was inspected after the incident. There was no patient injury.